Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Manufacturing date corrected. Demographics updated. An event regarding dissociation of the head from the stem involving a v40 cocr head was reported. The event was confirmed. A material analysis has been performed. The report concluded: ¿movement between the femoral head taper and the femoral stem trunnion caused wear and material loss within the taper junction. Due to the degradation present on the taper and trunnion surfaces, it was not possible to determine how or when the locking mechanism permitted this movement to occur. A review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The investigation concluded that the dissociation of the head from the stem was caused by a combination of procedure-related and patient-related factors. The event is not related to design, material, or manufacturing factors.

Event description:
It was reported via a sales rep that a surgeon advised that a patient had experienced a dislocation of a femoral head from an accolade tmzf stem.

Event description:
It was reported via a sales rep that a surgeon advised that a patient had experienced a dislocation of a femoral head from an accolade tmzf stem.